Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02208. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a log file was provided to the technical service representative for review due to the lvad system producing low speed advisory and pump stop alarms. During the analysis of the log file, multiple speed drops below the low speed limit were observed as well as a pump stoppage that occurred on (B)(6)2017. On (B)(6) 2017, the vad clinician reported that lvad thrombosis was suspected. The patient¿s lactate dehydrogenase was above 1000 u/l. It was reported that the patient had presented with similar symptoms prior to a previous pump exchange on (B)(6)2016. The patient was transferred to another facility for urgent transplant listing due to suspected device thrombosis. On (B)(6) 2017 it was reported that the patient was still admitted at the transplanting center. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed through review of the submitted system controller log file. The log file contained data ranging from (B)(6) 2017 through (B)(6) 2017 and captured a low speed event on (B)(6) 2017 where the pump speed briefly dropped below the low speed limit. The recorded data further captured a pump speed drop to zero rpm for approximately 4 seconds at 12:19 on (B)(6) 2017, resulting in low speed hazard alarms and an additional momentary pump speed drop below the low speed limit at 12:20. The pump resumed operating at the fixed speed after each event. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.